Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited cable looseness, cable pinhole with poor watertightness, electrical contacts corroded and internal cable water invasion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.